Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the device did not have any malfunctions. The manufacturing history was reviewed, with no irregularities noted. Considering the report from the user, omsc concluded that the reported burn of the patient occurred since the burned area was touched with the grasping section and probe tip which were hot after activating, when the doctor placed the device on the patient carelessly. The instruction manual of the subject device already cautions; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that during an open radical prostatectomy, the subject device was used. Since the doctor placed the device on the patient carelessly, the patient suffered a 1 to 2 millimeter sized burn around the penile portion. At the moment, the distal end of the device touched the penile portion of the patient. The scrub nurse noticed it immediately and remove the device within several seconds. After the completion of procedure, the doctor applied ointment on the patient's burn part. The doctor informed us that the burn was not serious. The procedure was completed with the subject device. There was no patient injury reported except for the above.